Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Date device was returned to manufacturer for eval: unknown. Investigation summary: the customer's instrument was returned to the manufacturer for service. The instrument was evaluated and the customer's indicated failure mode for issues with the mixer was observed. Evaluation of the customer unit was performed and the reflector was found to be partially removed. The unit was repaired and returned to the customer. Investigation conclusion: based on evaluation of the customer's instrument, the customer¿s indicated failure mode for mixing issues with the unit was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the reflector being partially removed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd sedi-40 stopped working. No serious injury or medical intervention.